Event description:
The customer alleged that the reservoir was leaking from around the heater. They are not experiencing any human reactions due to the leak at this time. The asp technical support gave the customer the part number for a replacement tank. The customer will repair the unit locally. The customer did not respond to asp's attempts in retrieving more information.

Manufacturer narrative:
.